Event description:
It was reported that the catheter stretched and broke during removal.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the evaluation of the sample. One partial catheter was received for evaluation and investigation. The visual inspection of the catheter found the catheter in two sections, and the infusion segment was missing. Both sections received were overstretched and a rupture was observed between the third and fourth marking bands. The actual part number of the catheter could not be determined. Based on this information received and the evaluation of the catheter received, the technique used in the removal of the catheter most likely contributed the reported incident. Although the lot number provided is for a pump that does not include a catheter, the lot history was reviewed and this was found to be the only complaint for this lot. The device history record was also reviewed, and all manufacturing operations were found to be within specification. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso tissue compatibility guidelines for implantation of up to 30-days; complications ma arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.